Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation type and h6 component codes were updated accordingly based on the completed investigation. The cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device has not been received from the customer; therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was inserted into the right subclavian artery in a 64-year-old male patient with a past medical history of diabetes, and an out-of-hospital cardiac arrest with cardiopulmonary resuscitation (CPR). The patient presented in scai stage a shock, prior to initiation of support. The impella was inserted for ventricular support during a high-risk surgery. The patient arrived at the intensive care unit (ICU) with a jackson-pratt (jp) drain in the axillary pocket for bleeding. Oozing continued while in the ICU with more than 300mls noted in the jp drain. One unit packed red blood cells (prbcs) given. Heparin was given in the or. The activated clotting time (act) at the time of the bleed was 220. Orders given for protamine. The post-procedure outcome is unknown. Bleeding is a known risk due to the impella's anticoagulation and purge requirements. Bleeding is listed as a potential adverse event, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
B5 updated with patient outcome. E4 was inadvertently omitted on the initial manufacturer device report.

Event description:
It was reported that the patient survived the procedure.